Manufacturer narrative:
Date sent to the FDA: 04/08/2021.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and partial removal surgery on (B)(6) 2012 during which the surgeon noted that it was adherent to the pubic tuberosity and indirectly fused with the underlying femoral artery and vein. It was reported that the patient experienced adhesions, foreign body giant cell reaction, abdominal tenderness and excessive pain. No additional information is provided.